Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A broken needle was found lodged in jaw of device. The broken needle was removed from the instrument and was then loaded with a needle from the post marketing vigilance (pmv) inventory. The suturing device was then tested using testing media. The instrument was found to function properly, and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needles in the instrument after the lodged needle was removed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when the needle loaded in the device breaks at a loading slot or suture swage which may occur when the needle is not loaded properly or when the needle is forced into an obstacle. If the needle is broken at the loading slot it may not be easily observable and will prevent loading of another needle unless it is removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair procedure, part of the needle had broken off and disengaged into the patient; the other part remained in the barb of the stitching instrument. The piece that was in the patient was retrieved with graspers. A new instrument was opened and used to complete the case. There was no patient injury.